Event description:
Medtronic intrathecal pump with medication needed to be replaced. There was no documentation of the length of the intrathecal catheter to prime the drug dose to fill that catheter. The catheter manufactured by medtronic implanted in this patient does not have printed numbers to determine the length of catheter in the patient. This lack of markings to depict the length of catheter in the patient poses serious risk of under dosing (resulting in withdrawal) or over dosing (resulting in toxicity).